Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to identify implantable heart devices and additionally that its gel pad was missing. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty and label backing missing, it was noted that when the head's cable was manipulated near the base the signal was intermittent. Both the cable and the label were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.